Event description:
Philips received a complaint on the philips xl defibrillator indicating that the device's shock energy was insufficient. There was no report of patient or user impact. The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to a fault capacitor assembly. The fse replaced the capacitor assembly. The device passed all performance assurance tests and was returned to the customer.